Event description:
It was reported that the right ventricular lead impedance "has slowly risen over time and is now over 2000 ohms." The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.